Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a ruptured diverticuli, cloudy peritoneal effluent bag, oral thrush infection, bacterial peritonitis and yeast in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2012, dianeal pd4 ambuflex and extraneal viaflex therapies were withdrawn. On an unreported date, the patient experienced a ruptured diverticuli. It was not reported if the patient required hospitalization or if remedial therapy was rendered. On (B)(6) 2011, the patient experienced an oral thrush infection and cloudy peritoneal effluent. On (B)(6) 2012, the patient experienced cloudy effluent. On an unreported date, the patient began remedial therapy with gentamycin and ceftazidime. On an unreported date, the bags cleared. On (B)(6) 2012, the patient experienced cloudy effluent. On an unreported date, the patient began remedial therapy with gentamycin. On (B)(6) 2012, the pd catheter was removed. The nurse considered the events of ruptured diverticuli along with the oral thrush infection from (B)(6) 2011, to be the root cause of the subsequent infections and not touch contamination or user error. The outcome for the events of ruptured diverticuli and oral thrush infection was not reported. On (B)(6) 2011, the event of the cloudy peritoneal effluent resolved. On an unreported date the event of cloudy effluent/bacterial peritonitis with culture positive for (B)(6) infection resolved. It was not reported if the event of cloudy effluent/bacterial peritonitis with culture positive for pseudomonas resolved. An opinion of causality for the reported events was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.